Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer representative (rep) reported that the patient was implanted yesterday, (B)(6) 2016. It was determined today, (B)(6) 2016, that the lead was placed with the electrodes facing up. The lead was going to be revised tomorrow. No medical symptoms were reported. Removal of an anchor was discussed. It was determined today that the lead was placed wrong. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.